Event description:
It was reported that the patients pocket had opened over the lateral aspect with clear drainage. It was also stated that the patients ipg was defective. The patient will undergo a revision procedure. Additional information was received that the patient developed an infection, wherein pocket area is warm, read and tender to touch. It was also noted that the patient was taking percocet. The patient underwent an ipg pocket revision.

Event description:
It was reported that the patients pocket had opened over the lateral aspect with clear drainage. It was also stated that the patients ipg was defective. The patient will undergo a revision procedure.